Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right implant is not in tube, it is somewhere in body (expulsion of essure device)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2013, the patient was found to have white blood cell count increased ("high white blood count for the last 2.5 years"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("constant pain in lower back"), hypoaesthesia ("numbness in right wrist and hand"), paraesthesia ("tingling in right wrist and hand"), fatigue ("always tired/I am always tired even when I sleep all night"), asthenia ("no energy"), joint swelling ("I have unexplained swelling in my ankle") and eye disorder ("I also have problems with my eyes"). At the time of the report, the device dislocation, joint swelling and eye disorder outcome was unknown and the white blood cell count increased, back pain, hypoaesthesia, paraesthesia, fatigue and asthenia had not resolved. The reporter considered asthenia, back pain, device dislocation, eye disorder, fatigue, hypoaesthesia, joint swelling, paraesthesia and white blood cell count increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: I have unexplained swelling in my ankle, I also have problems with my eyes. Reporter information were updated. This spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure ( fallopian tube occlusion insert) inserted and right implant was not in tube, it was somewhere in body (expulsion of essure device). This event is serious due to medical importance and listed in the reference safety information for essure. Device expulsion to uterine cavity may occur during essure use. In this case, the device was not in her right tube and a tubal ligation was performed due to expulsion of essure device. Although in the present case, the exact date and mechanism of this expulsion have not been provided, considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Since tubal ligation was probably performed to ensure permanent contraception, this case is regarded as non-incident. Other non-serious events were also reported. Based on the available information, there is no relationship between the reported medical event and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1503) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right implant is not in tube, it is somewhere in body (expulsion of essure device)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2013, the patient was found to have white blood cell count increased ("high white blood count for the last 2.5 years"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("constant pain in lower back"), hypoaesthesia ("numbness in right wrist and hand"), paraesthesia ("tingling in right wrist and hand"), fatigue ("always tired/I am always tired even when I sleep all night"), asthenia ("no energy"), joint swelling ("I have unexplained swelling in my ankle") and eye disorder ("I also have problems with my eyes"). At the time of the report, the device dislocation, joint swelling and eye disorder outcome was unknown and the white blood cell count increased, back pain, hypoaesthesia, paraesthesia, fatigue and asthenia had not resolved. The reporter considered asthenia, back pain, device dislocation, eye disorder, fatigue, hypoaesthesia, joint swelling, paraesthesia and white blood cell count increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.